Event description:
It was reported to philips that the system displayed the message that the image space was too low. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed as planned by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the software was freezing due to ippc issue. As part of troubleshooting, the fse reviewed system log files and found that the ippc errors, causing the software to freeze. To resolve the issue, the fse replaced ippc and hard disk and returned to defective part for further analysis. The supplier's part analysis could not conclusively determine the cause of the ippc failure; however, replacing the ippc and hard disk had resolved the issue and system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an image low space issue occurs, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. If an image low space issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.